Event description:
Rptr indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. No adverse event was reported in conjunction with the high lead impedance condition. Lead break is suspected.